Event description:
It was further reported the patient experienced electrical fault alarms.

Manufacturer narrative:
Correction: b5 initial MDR notify date: 2017-05-11 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power alarm" event was confirmed via review of the controller log files which revealed 1 high watt alarm was logged on (B)(6) 2017 at 08:44:00 due to the pump running on the single stator. Multiple reactivation events were logged indicating that one stator was trying to reactivate. 1 electrical fault alarm was logged on (B)(6) 2017 at 08:44:02. On-site inspection of the driveline cable by clinical specialist revealed a break in the outer sheath adjacent to the exit site (less than 1 inch from the velour), confirming the reported event. A driveline sheath repair was not performed since it was considered out of scope due to proximity of the damage to the exit site. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. An internal investigation was opened to evaluate driveline sheath damages. Based on that investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light and the most likely root cause of the electrical fault can be attributed to a short in the driveline. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there were high power alarms and the patient presented to the hospital. It was confirmed that there was a break in the outer sheath of the driveline adjacent to the exit site accompanied by elevated power consumption. The site of the crack is under the skin at the exit site. The patient was not a candidate for replacement. The patient was prepped with no food by mouth (npo) and was given blood products as they performed a sheath repair at the exit site. Visual inspection showed a 3/4 inch break in the outer sheath. No visible damage was noted on the outside insulation of the driveline wires. The patient remains hospitalized and the pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power alarm" event was confirmed via review of the controller log files which revealed one (1) high watt alarm was logged on (B)(6) 2017 at 08:44:00 due to the pump running on a single stator. Multiple reactivation events were logged prior to and following the high watt alarm, indicating that one stator was trying to reactivate. One (1) electrical fault alarm was logged on (B)(6) 2017 at 08:44:02. As a result, the reported "electrical fault alarm" event was confirmed. On-site inspection of the driveline cable by clinical specialist revealed a break in the outer sheath adjacent to the exit site (less than 1 inch from the velour), confirming the reported event. Additionally, visual evidence provided by the site revealed a break in and discoloration of the driveline sheath. A driveline sheath repair was not performed since it was considered out of scope due to proximity of the damage to the exit site. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. An internal investigation was opened to evaluate driveline sheath damages. Based on that investigation, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the electrical fault alarm can be attributed to a short in the driveline. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "high power alarm" event was confirmed via review of the controller log files which revealed one (1) high watt alarm was logged on 27/apr/2017 at 08:44:00 due to the pump running on a single stator. Multiple reactivation events were logged prior to and following the high watt alarm, indicating that one stator was trying to reactivate. One (1) electrical fault alarm was logged on 27/apr/2017 at 08:44:02. As a result, the reported "electrical fault alarm" event was confirmed. On-site inspection of the driveline cable by clinical specialist revealed a break in the outer sheath adjacent to the exit site (less than 1 inch from the velour), confirming the reported event. Additionally, visual evidence provided by the site revealed a break in and discoloration of the driveline sheath. A driveline sheath repair was not performed since it was considered out of scope due to proximity of the damage to the exit site. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. An internal investigation was opened to evaluate driveline sheath damages. Based on that investigation, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the electrical fault alarm can be attributed to a short in the driveline. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.